Manufacturer narrative:
Product event summary: the device was returned and analyzed. No performance issues were detected. The device met 95% of expected lo ngevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) and premature battery depletion was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).